Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the pipeline embolization device 4.75mm x 18mm, an aneurysm was identified in the right carotid artery with a saccular morphology and a maximum diameter of 15mm. The device failed to open distally, with less than 50% deployed, and was subsequently removed from the patient. The stent was replaced with another stent. The vessel tortuosity was noted as normal, and the aneurysm was unruptured. The pipeline device was resheathed and removed with the microcatheter. The pipeline was not positioned in a bend. The pipeline was not stuck in a capture coil. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. Angiographic result post procedure: replaced the stent with another stent. The pipeline was removed from the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported a phenom 21 catheter was used with no issue. The pipeline was removed because it did not open distally. The pipeline was not placed in a vessel bend, it was in a straight line. The healthcare provider (hcp) tried 3 times, then he removed the device. He did not try other products.